Event description:
It was reported that the patient was to undergo prophylactic generator replacement. Further information reveals that the patient's condition has steadily declined over the past 6 months and there have been several "seizure-like" episodes, however there is some question as to whether some are pseudoseizures. The patient underwent prophylactic generator replacement surgery and the explanted generator was returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.